Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. A force calibration check passed. Moisture was found on the force sensor plate and flex. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.